Event description:
A home patient (hp) contacted global technical services regarding a check patient line alarm that occurred on the homechoice (hc) unit during initial drain. The hp stated the hc primed but the patient line did not prime to the top. The hp stated he connected with air in patient line. The technical service representative (tsr) explained to the hp when priming completed and air was in line, he should not connect but reprime instead. The tsr advised the hp to call for assistance with repriming patient line. The tsr then assisted the hp to end therapy. The hp confirmed to start over with new supplies. There was no patient injury or medical intervention. No further information is available at this time.

Manufacturer narrative:
(B)(4). Sample availability and lot information are unknown at this time. Should any additional information become available, a follow-up report will be submitted.

Manufacturer narrative:
(B)(4). An engineering quality review was completed for this report of a check patient line alarm. The reported condition was not confirmed due to lack of product sample. The lot number was unknown; therefore, a batch review was not performed. Based on the information obtained from baxter's investigation, the root cause of the incident was not determined. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress.